Event description:
It was reported through the attorney for the pt, as a result of a legal claim, that allegedly the pt rec'd a trident ceramic on ceramic hip system. It was further alleged that, the pt is experiencing "squeaking" from the system.

Manufacturer narrative:
Stryker legal affairs had been contacted for info. Due to the ongoing litigation add'l info is not yet available. Once info is rec'd, we will submit an add'l response.